Event description:
Clinician decided to change the abutment two days after implant placement (before osseointegration has occurred) and inadvertently extracted the implant. Note: customer was not able to provided info on specific p/ns and lots. They ordered the following p/ns: 07450, lot number 22877, exp date 5/31/2018, MFR date: 07/2013, 07451, lot number 21484, exp dat 3/31/2018, MFR date: 05/2013, 07460, lot number 23631, 24171, exp date 05/31/2018, 6/30/2018 MFR date: 06/2013, 08/2013, 07461, lot number 19969, 21614 exp date 10/31/2014, 4/30/2018; MFR date: 01/2013, 06/2013; 07462, lot number 21613, exp date 5/31/2018, MFR date: 07/2013; 07466, lot number 20349, exp date 12/31/2017, MFR date: 02/2013.

Manufacturer narrative:
Two days after implant placement (prior to the osseointegration of the implant), the clinician decided to use a different abutment (change cuff height). They proceeded to remove the torqued abutment and inadvertently extracted the implant. So, the pt will require additional surgical intervention to replace the implant that was taken out. As intended, torquing an abutment permanently secures it onto the implant. Therefore, in order to remove the torqued abutment, the clinician would have to apply a reverse-torque, which would also extract the implant if it has not yet been integrated into the bone. The lodi user documentation (l8019-tm) includes information on pre-surgical treatment planning. The clinician is instructed to measure the gingiva depth at each implant depth prior to implant placement to properly select the abutment cuff height. Based on the above, it was concluded that this event occurred as a result of the clinician's misuse of the device (user error). The clinician was not able to specify which specific implant p/n or lot number was affected. Therefore, the lot history records of each implant ordered by the clinician were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required.